Event description:
Patient received indocyanine green for gallbladder surgery utilizing firefly on davinci robot. When surgeon went to use firefly mode, blood vessels did not glow as they typically do during this. No fluorescence seen. The system was working but there was concern for the indocyanine green not working properly. Therefore, the firefly visualization was not successful. Procedure was completed and patient transferred to pacu in stable condition.